Manufacturer narrative:
Per conversation with the customer on (B)(6) 2013, service for this incident was canceled. The customer indicated that a clot was found in the valve of the sample probe. The customer resolved the problem by clearing the clot with no further issues or errors. Failure mode: clot in the sample probe. However, the analyzer generated vent line sensor (vls) air error and probe obstructed errors alerting the operator of an instrument problem. (B)(4).

Event description:
The customer reported to beckman coulter a diluent leak (2 ml) in the coulter lh 780 hematology analyzer. The leak was not contained within the instrument and leaked onto the counter. The customer could not locate the source of the leak. The customer also reported that vent line sensor (vls) air error and probe obstructed errors also occurred. The material safety data sheet (msds) information was not reviewed. The facility has an exposure control or risk management plan in place. The operator was wearing gloves and a laboratory coat at the time of the event. There was no exposure to mucous membranes or open wounds. No medical attention was sought. No erroneous results were generated in association with this incident. Patient treatment was not affected in connection with this event.